Event description:
Customer reported that the needle prematurely released from the suture. Surgeon obtained a replacement suture and continued procedure uneventfully. There are no reported adverse pt consequences related to this event.